Event description:
Balloon on 3.0 cm intrauterine manipulator did not inflate. There was no harm to the patient. Product replaced and new manipulator was opened and functioned properly. In process of identifying cooper surgical contact for device pick up and evaluation.